Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that the patient was experiencing shocking. Impedances were run and c2 and c3 pairs were >200000 ohms, however the implantable neurostimulator (ins) was not in the pocket. The rep was going to have the hcp put it back in the pocket and rerun impedances. No further complications were reported.